Manufacturer narrative:
The device was returned to a zoll medical canada. The customer's report was not replicated or confirmed. The device was tested on a simulator and did not duplicate the report. The device was recertified and returned to the customer. The clinical log provided was from a test case performed by the customer on a simulator. No other clinical log was provided. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.